Event description:
During a right front temporal craniotomy for microsurgical clip obliteration of aneurysm, the clutch on the drill failed to engage and stop the drill. The drill continued beyond the bone and into the brain dura.======================manufacturer response for stryker perforator, stryker perforator drill and bit (per site reporter).======================the sales representative is aware of the problem (ongoing).